Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered seven shocks to this patient for a reported supra ventricular tachycardia (svt), and therapy was subsequently exhausted. It was questioned if this was normal device behavior. Technical services (ts) discussed this. It was later noted that this device was replaced due to normal battery depletion. No adverse patient effects were reported.